Event description:
Boston scientific crm received information that during a non-related lead revision procedure, the right atrial (ra) lead was observed to not have any slack. When the physician attempted to reposition the lead, it was noted that the lead appeared frayed. The physician opted to explant the lead, since it was not in an optimal position. Once the lead was completely taken out of the patient's body, further damage was observed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that only a 505 mm proximal portion of lead was returned. Visual observation noted that the insulation was torn apart at this point, which would be located at the distal end of the tip anode ring. The tip segment including the tip anode ring was not received by the analysis laboratory. Further inspection noted that the conductor coils had both been extremely stretched to the point of a fracture and electrocautery damage was noted on the insulation in multiple places. The field allegation of lead body damage was confirmed by analysis since there were multiple places with electrocautery damage. Analysis also confirmed that the lead was pulled to the point of fracure during the explant procedure.